Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed a red screen/fault code indicating that the device had undergone a safety mode reset. It was reported that the device was pacing at 60 bpm.